Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an automated impella controller (aic) would not recognize the purge disk to initiate purge. Two different purge cassettes were attempted to no avail. The aic was replaced.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. H.6 investigation conclusions code 4315 was inadvertently selected on the initial manufacturer device report number 1220648-2025-26819. Code 11 and 3233 should have been selectd as the device was received and the investigation was pending.